Event description:
It was reported that this right atrial (ra) lead exhibited low sensing amplitude measurements. The physician decided on performing a lead revision procedure. The ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that this right atrial (ra) lead exhibited a drop in pacing impedances and low sensing amplitude measurements. The physician decided on performing a lead revision procedure. The ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that this right atrial (ra) lead exhibited a drop in pacing impedances and low sensing amplitude measurements. The physician decided on performing a lead revision procedure. The ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead was retained by the hospital. Subsequent additional information was received that reported, the physician called technical services (ts) and inquired further on events that led to this right atrial (ra) lead to be explanted and replaced. The physician reported that shortly after device therapy upgrade procedure back in june of this year, the ra lead exhibited a drop in threshold measurements and about a week later the ra lead exhibited intermittent loss of capture (loc). The physician reported the patient experienced hematoma and endocrine issues. Ts discussed review findings with the physician. The ra lead was explanted and replaced with a new lead successfully. At this time, no additional adverse patient effects were reported.